Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. The device was found out of specification in relation to the customer reported 'blank screen'. Visual inspection observed a broken and non-functioning liquid crystal display (lcd) as cause of the issue. The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen. The process step was not provided by the reporter. There was no patient involvement. No additional information is available.